Event description:
There were two events this day. This one happened earlier in the day. There was an arcing sound, so the pt plate adapter was unplugged and replugged and the procedure continued without a problem.